Event description:
It was reported, while in the ICU, the md prepped the iab per instruction. Using a sheath the iab was inserted via the right femoral artery, "problem free." The md could not remove the guidewire. As a result, the iab with guidewire was removed as one unit. The sheath remained in the patient and a second iab was inserted. There were no reported patient complications. After the procedure, the md tried to remove the guide wire from the iab. Eventually the md did remove the guidewire. The md inserted the stylet into the iab checking for "inner lumen constriction." The md found advancing the stylet into the iab was "very easy". The md pushed the stylet "too hard" and the stylet damaged the inner lumen and the membrane. A follow-up report will be filed if more information becomes available.